Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a low blood glucose event. Customer stated her blood glucose had dropped to 20 mg/dl. She stated her low blood glucose was caused by her gastroparesis. Customer has treated her blood glucose with glucose tablets. No additional information provided.